Manufacturer narrative:
E1 - initial reporter first name: (B)(6).

Event description:
It was reported that dissection occurred. The 95% stenosed target lesion was located in a mildly tortuous left anterior descending artery. After it was pre-dilated with a 2.75x12 nc trek balloon, a 3.50 x 28mm synergy xd drug-eluting stent was deployed at 14 atmospheres. A distal stent edge dissection was observed, and the dissection was described as flow-limiting. The dissection was covered with a different device, and the procedure was completed without any patient complications reported, and the patient status was stable.